Event description:
It was reported that the patient was experiencing an increase in seizures after the device was programmed back on after being programmed off for an MRI. It was reported that the MRI was not performed. It is unknown whether or not the increased seizures was an increase above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The physician reported that the seizures are not related to vns and are above the patient's pre-vns baseline frequency. The physician reported that the patient's medications were adjusted.

Manufacturer narrative:
Corrected data: new information received corrects the information reported in the initial MFR. Report.